Event description:
The manufacturer received information alleging an issue related to a bi-pap device's sound abatement foam. The patient alleged hospitalization three times. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a bipap device's sound abatement foam. The patient alleged to have been hospitalized three times since therecall. There was no medical intervention required by the patient. The reported event of hospitalized three times and its reportedseverity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Basedon the available information, the manufacture concludes no further action is necessary. There was no medical interventionrequired by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. Themanufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on may 22, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to bipap device's sound abatement foam. Patient alleged he has been hospitalized three times. Additional information was received about the alleged dizziness or headache, respiratory tract irritation, lung disease and other. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was updated.